Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process, and that false occlusion alarms occurred. Additionally, it was reported that the pump touch screen was often unresponsive and delayed in responding to presses, and the customer experienced issues charging the pump battery. Customer declined follow up from tandem technical support. There was no reported adverse impact to customer's blood glucose. No additional information was provided.